Manufacturer narrative:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the patch device. The patient reported the skin irritation as a rash and open sores. The patient reported she did seek medical treatment and was prescribed an unknown prescription steroid cream to treat the skin irritation. The patient reported that she did discontinue the use of the device. The patient reported that she did not follow the skin prep instructions and instead used alcohol pads to prep the skin. The patient reported that she does not have a history of skin sensitivity and/or allergies to metals and/or adhesives.the patient wants to end service due to the skin irritation and has removed the device. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques and used alcohol wipes to prep the skin. The patient also reported having a history of skin sensitivity and/or allergies to metals and/or adhesives.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the patch device. The patient reported the skin irritation as a rash and open sores. The patient reported she did seek medical treatment and was prescribed an unknown prescription steroid cream to treat the skin irritation. The patient reported that she did discontinue the use of the device. The patient reported that she did not follow the skin prep instructions and instead used alcohol pads to prep the skin. The patient reported that she does not have a history of skin sensitivity and/or allergies to metals and/or adhesives. The patient wants to end service due to the skin irritation and has removed the device.